Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that on two tampons from the same package the retrieval string was either missing or wrapped around the tampon, making the string inaccessible to aid in removal. On the first instance, the tampon was removed with the assistance of a medical professional. On the second, the tampon was manually removed by the consumer. No consequences reported.